Manufacturer narrative:
The clinic has not provided detailed information regarding the case of device. The stan remains in the hospital. It is our understanding that they are treating this as a user error. We believe there are no failures with the device, and that the device is still in use. Neoventa believes that the device is not considered the root cause for the incident. Although the initial reportability decision indicated that this was not a reportable event in the us, in response to the FDA warning letter of august 4, 2010, and CAPA project (B)(4), this event will be reported in the us according to the table below. We are aware that reporting timelines cannot be met with the retrospective reporting.

Event description:
A neoventa medical (B)(6) employee heard about this case of a poor newborn outcome that has been reported to the medical board in (B)(6). The information was internally entered in the clinical feedback log.